Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
The following information was reported to gore: on an unknown date, this patient underwent total arch replacement with frozen elephant technique (open stent graft) for a type a dissection. On (B)(6) 2015, the patient underwent endovascular treatment using gore® tag® conformable thoracic stent graft (ctag) for residual aortic dissection. On an unknown date, follow-up computer tomography angiography revealed a suspected type iiia endoleak from the junction between the open stent and the ctag device, and enlargement of ulcer-like projection (ulp) out of ctag treatment area. On (B)(6) 2020, the patient underwent reintervention. Two additional stent grafts were implanted. The patient tolerated the procedure.

Manufacturer narrative:
Addition patient comorbidities-abdominal aortic dissection and replacement to y-shaped graft. Code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 22-according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak.

Manufacturer narrative:
Addition g5.